Event description:
The customer reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump had a missing end cap sticker.